Manufacturer narrative:
The t:slim user guide states: "never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been inadvertently connected to the infusion set tubing during the fill tubing step, causing the customer to receive approximately 10 units of insulin unintentionally. There was no impact to the customer's blood glucose level. The customer consumed carbohydrates to address the extra insulin that was received. Tandem technical support educated the customer to follow the on-screen instructions during the load sequence.